Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device batch mkh809-8889h and no non-conformances were identified. Additional h-3 summary: it was received for analysis a detached needle of product code 8889. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument could be observed on the body needle. No remnant suture was observed into the barrel hole and the suture was not received to determine the assignable cause. Due to needle condition and that the suture was not received for evaluation, it could not be determined what may have caused the reported incident of: ¿the suture keeps breaking¿.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one event report/procedure for the reported lot?

Event description:
It was reported that the patient underwent an unknown vascular procedure on (B)(6) 2019 and suture was used. The suture broke during use. It is unknown what was used to complete the procedure. There were no patient consequences reported.